Event description:
Autopsy results have been requested.

Event description:
The pt was implanted with a synchromed pump and catheter in 1998 for intrathecal infusion of medication for non-malignant pain. The pt died in 1999 and the pump was explanted during autopsy. The cause of death is unknown at this time. The pump and catheter were returned to the MFR for analysis.